Manufacturer narrative:
Correction of the software version provided in: lot number in the initial report corrected data: - date of this report, - lot number, - date received by manufacturer, - if follow-up, what type.

Event description:
Rosa laptop shutdown after attempting to load images from pacs into rosa. No patient involved as this was done in preparation for case on following day.

Event description:
Rosa laptop shutdown after attempting to load images from pacs into rosa. No patient involved as this was done in preparation for case on following day.

Manufacturer narrative:
It was reported that a single shutdown occurred on planning station while attempting to load images from pacs into rosa. A DHR review and a complaint history review were performed and did identify 1 similar complaint within the past 6 months for the same device. Analysis of data logs determined that 3 shutdowns occurred due to a known design defect.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Rosa laptop shutdown after attempting to load images from pacs into rosa. No patient involved as this was done in preparation for case on following day.